Event description:
Patient is complaining about knee pain even after knee surgery and euflexxa injections for 3 weeks. He stated his knee pain had worsened and is at pain level 10. He is taking pain medications and applying ice, but does not know what else to do to get rid of the pain. Since he mentioned that his insurance changed and not covering his orthopedic surgeon any longer, I suggested making an appointment with a different doctor or pcp to talk about the pain.